Event description:
It was reported that the patient presented to a follow up with premature ventricular contractions (pvcs) and diaphragmatic nerve stimulation. Diagnostic imaging was performed which confirmed that the left ventricular (lv) had perforated. The lv lead was explanted and replaced to resolve the event and the patient was stable. Additional information has been requested, but not yet received.